Event description:
During setup for treatment, the thermogard hq temp mgt console (sn (B)(6) displayed a "coolant low" alarm with a full coldwell of coolant. Another system was used to continue treatment. No consequences or impacts on the patient.

Manufacturer narrative:
G4: PMA/510(k): premarket submission number not available/not released. The thermogard hq temp mgt console (sn (B)(6) was evaluated by zoll service personnel at the customer site. The reported complaint that the thermogard hq temp mgt console displayed a "coolant low" alarm while having a full coldwell was confirmed during a visual-functional inspection. The root cause of the reported complaint was identified as the defective coolant level sensor block, likely due to defective component(s). The thermogard hq system passed the initial and subsequent functional tests without issues. However, during a further visual-functional inspection, a single green led was observed on the coolant level sensor printed circuit board (pcb), indicating that the coolant level sensor block was defective, thus confirming the reported complaint. A properly functioning coolant block board displays 2 green leds during its power-on-self-test (post). The defective coolant level sensor block was replaced to remedy the problem. Following service, the thermogard hq system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard hq temp mgt console with serial number (B)(6).